Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check patient was noted to have multiple mode switches. Upon reviewing the egms all were atrial lead noise. The physician decided to monitor lead for now. There were no patient consequences.